Event description:
Customer's mother called to say that she felt that this pod may not have been delivering insulin, as her son's blood glucose level got up to 400 mg/dl after 2 days of wearing it on his leg. When the pod was removed, she felt that the cannula was kinked and there was blood in it. Reviewed pinching-up technique with the customer's mother. Customer was able to activate and place new pod successfully. No further issues were identified.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink, and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.